Event description:
It was reported during the deployment of the angio-seal device the pt experienced subacute ischemia of the leg, necessitating an emergent percutaneous transluminal angioplasty. The pt left the hosp in 2004 and was reported to be fine.